Event description:
The right saline implant lost some volume, bilateral exchange using another brand. Both hutchison implants were overfilled, with add'l saline added 3 years ago, 6 months after initial surgery.